Event description:
Patient later reported "have an allergic reaction to silicone". Device has been explanted.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "has calcium deposits and a blob". Patient later reported rupture. Device remains implanted. This relates to the right side.